Event description:
It was reported that the health care professional (hcp) dropped the implantable neurostimulator (ins) on the floor during the procedure. The ins was replaced. Additional information received reported the patient was receiving effective therapy. It was reported the new ins was reprogrammed exactly like the old one, and their coverage/therapy effectiveness had not changed.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.